Event description:
It was reported that the customer's blood glucose level was 600 mg/dl. She received a no delivery alarm from her insulin pump during a bolus, so she changed her insertion site twice, but she received the same alarm. Standard troubleshooting was performed. The insulin did not exit and the insulin pump alarmed no delivery during a fixed prime. The insulin also did not exit when the customer pushed the reservoir with a plunger. The customer was advised to replace the reservoir and infusion set. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).